Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that the lead dislodged repeatedly while slitting due to patient anatomy. After the leads were implanted the patient went into cardiac arrest due to their abnormal cardiac muscle and both leads dislodged. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.